Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 238260001, implanted: (B)(6) 2010, product type accessory; product ID 3550-39, lot # n236425, implanted: (B)(6) 2010, product type accessory; product ID 3550-29, lot # n226701, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
Additional information received reported the patient still had concerns regarding her device or therapy but was working with the physician or manufacturer representative. It was noted the patient listed ¿done that¿ after the appointment date(s) and ¿still needed help.¿

Event description:
The patient reported experiencing searing pain in lower right hip and lower abdomen and felt like someone was stabbing her- the pain was intense and would come and go quickly. The patient stated she was seen at the hospital in the ER. They did x-ray and told her everything looked fine, gave her medication and told her to stay off her feet and that she had a severe sprain in her hip. The patient sated that about a month ago she noticed the pain traveled more into her right hip and she was in much more pain. The patient noted a few days ago she turned off the stimulation and this morning noticed the pain had subsided - it was still there but much more bearable. Because of the weather, the patient had turned the stimulation back on and the searing pain started again. Further information received reported a dull throbbing pain starting at hip and comes around to groin area and up to under her breast. Stimulation was in the correct location down the right leg and in the correct area, concurrent with this new pain. The patient noted that the event or symptoms occurred when she was struck by lightning. The patient reported that she did not fall at this time. The patient noted that palpating caused stimulation changes. With stimulation on, the patient reported a sharp, stabbing sensation. With stimulation off the device site is tender, but the stabbing sensation no longer manifested itself. It was reviewed that there may be a possible fluid short. It was noted that current impedance measurements were normal, range of z: 1327-1582 group z: 479ohms, 5.19 ma. (+--+) 2.4 v, 360us, 55hz. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported on 04/04/2014 that a year ago the device caused a great deal of pain in the hip, groin and abdomen area that was not there before. Every time the patient turns the machine on it still works. The patient's health care provider (hcp) stated the patient's body was rejecting the implant. The stimulator was great until this last year. The hcp stated the device caused interference with body and the device needs to be removed. The patient went to get a second opinion and they decided to do nerve blocks, "short term did all last spring and summer causing great deal of pain in the hip groin and abdomen that wasn't there before on the right side which is the same side of implant". This was noted "everytime it rains in bed with machine on". When turned off 2-3 days after were now bad days too because of the aftershock of having the machine on. It was also stated that when the patient went to the ER, she had a fractured hip. Nothing got better. It was decided that it was the machine. When the machine was turned off, it instantly went away. That was how it was decided it was the machine.